Event description:
Additional information was received. It was reported that the pump had been depleted for months, but the patient still had good symptom relief without the pump medications. At the time of report, the patient and her family had no plans to replace the pump.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pump had reached end-of-service (eos). Upon attempting to refill the pump, the error messages were seen for eos, elective replacement indication, and stopped pump may exceed tube set. It had noted that the pump should have been replaced by (B)(6) 2013. It was found that the pump had been implanted for over seven years at the time of report and had likely not been running for over two months. The pump still contained 31ml of drug at that time. The patient was reportedly not symptomatic and had not experienced any withdrawal. It was stated that the patient had not complained of the alarm sounding, but it was unclear if it had sounded as it was noted that the patient had dementia. It was also unclear if a pump replacement was necessary as the patient had not had any symptoms without it. The device system had been delivering compounded baclofen.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).